Event description:
Pt had the star total ankle explanted. Cement spacer was put in place to fuse ankle at a later date.

Manufacturer narrative:
Add'l model #: 400-255. Add'l lot #: 990610, 00308. Product implanted for 10 yrs. Star total ankle was explanted, and a cement spacer was put in place to fuse ankle at a later date. Review of mfg records showed no anomalies.